Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist and vad coordinator that the patient complained of abdominal pain. An x-ray was taken, and it was found that the inflow valve conduit was not positioned properly and was leaking. As a result, the lvad was exchanged for another lvad. Pt remains stable on the lvad.

Manufacturer narrative:
Our evaluation of the inflow valve conduit revealed a hole on the proximal-side adjacent to the ptfe sleeve, approximately 4mm in length. The edges of the hole were examined and were consistent with abrasion due to graft nut articulation. The hole appeared to be present during clinical use; however, the duration that the hole was present and the potential affect on pump function could not be conclusively determined. Evaluation of the inflow valve ptfe laces revealed that both laces were disrupted. The damage to the ptfe laces was consistent with damage due to graft nut articulation. Although disruption of the ptfe laces could allow additional movement of the inflow valve bell housing under load, which could under certain conditions contribute to inflow conduit abrasion, we were unable to conclusively determine a direct relationship between the observed inflow valve conduit hole and the damaged ptfe laces. Inflow valve issues are currently being addressed through the MFR's design change system. No further info is available. The MFR is closing its file on this event.